Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed the reader camera adjustments and reference image. The fe reloaded the software. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The ortho provue missed an antibody that was detected in manual gel. No incorrect or erroneous results were reported.